Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient's legal representative stated severe pain, bleeding with sex, frequent utis, generalized lower abdominal and pelvic pain, pain into the right anterior thigh, voiding dysfunction, generalized tenderness in the anterior vaginal mucosa.